Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device has not been returned to date. The user center released the device to the (B)(6). Attempts are being made to receive the device for eval. When the analysis is performed, a follow up report will be sent. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a ruptured aneurysm the coil was positioned however, the placement of the coil was not optimal. Repositioning was attempted. In doing so, the coil stretched leaving approx 2/3 in the microcatheter and 1/3 in the aneurysm. An attempt was made to push the coil remaining in the microcatheter with the delivery pusher. This was unsuccessful. Additional attempts were made using other pusher wires unsuccessfully. The microcatheter was removed with the coil. Following removal, a dislodged coil hung from the aneurysm to the aci bifurcation. Angiography showed no flow impairment by the dislodged coil. The pt was placed on a heparin via bypass for 2-days. No harm was reported.